Manufacturer narrative:
Initial.

Event description:
It was reported that a patient experienced hyperglycemia while using the ilet after running out of insulin for several hours, with the device displaying approximately 300 mg/dl and a confirmatory fingerstick of 276 mg/dl. The patient completed a supply change when glucose was about 370 mg/dl, after which glucose began trending downward without symptoms. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included self-monitoring at home without medical intervention or hospitalization. Investigation included troubleshooting and education regarding insulin supply depletion and use of the device following a supply change. Investigation of this case revealed that hyperglycemia was associated with low or depleted insulin supply and subsequent interruption of insulin delivery, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related depletion of insulin leading to transient hyperglycemia, resolved with resumption of therapy.